Event description:
In 2001, the customer called minimed, USA and stated that 2 infusion sets had a hole in the soft cannula. The insulin was leaking out from the cannula beneath the adhesive. This insident had caused high blood glucose level. Two days before, maersk medical received the complaint and the 2 used tubings. The incident took place in USA.